Event description:
It was reported that revision surgery was performed. Patient had a primary bhr done in 2007. An ultrasound was done on the left hip, and the report stated that the left rectus femoris origin calcific tendinosis and mild tendinosis of the left adductor origin.